Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4). Associated medwatch: 1221934-2018-50597.

Event description:
Fms vue pump and outflow tubing set, not working like it should, no suction, rotator cuff surgery had to replace pump and that took about 5 minute delay.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received at the service center and analyzed. Per service manual operational and diagnostic analysis does not confirm the reported issue (pump and outflow tubing set, not working like it should). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required, and no further action is warranted, as the device was analyzed and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-50597. Corrected data: date device returned to manufacturer.